Manufacturer narrative:
Although requested, the log files nor the battery pack from the device have been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.